Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed an outflow graft twist. Additionally, evaluation of the submitted log files confirmed low flow alarms. It was reported that the patient had persistent low flow alarms for the past few weeks that were not correlating to any specific activity or body position. Pump speed was changed multiple times without improvement. Low flow software was requested by the customer and was installed on the patient¿s heartmate system controllers under (B)(4). A cta was obtained on (B)(6) 2021 to assess the low flow alarms, which revealed ¿severe stenosis at the bend relief secondary to the thrombus formation within the bend relief¿. The patient remained asymptomatic and was listed as status 3 for a transplant, which occurred on (B)(6) 2021. (B)(6) was returned with both the pump cable severed approximately 13.5¿¿ from the pump housing, and a distal segment measuring 12.5¿¿. The outflow graft and outflow graft bend relief were returned attached to the pump cover outlet port. Extra material was wrapped around the distal end of the returned portion of the outflow graft and connected to the outflow graft with a staple. The apical cuff was returned with the cuff lock properly secured. Examination of the pump cable inline connector bend relief revealed yellow discoloration. Rescue tape was wrapped around the pump cable approximately 3¿¿ from the in-line connector, covering a cut in the underlying silicone jacket. The pump header and pump end bend relief appeared unremarkable. The outflow graft and outflow graft bend relief were returned attached to the pump cover outlet port. Extra material was wrapped around the distal end of the returned portion of the outflow graft and connected to the outflow graft with a staple. Removal of the extra material and bend relief revealed an approximately 180-degree counterclockwise twist in the outflow graft material starting at the hardware. The accumulated tissue around the graft indicated the deformation has been present during support. Examination of the outflow graft attachment and interior of the graft revealed no adhered depositions or thrombus formations. Examination of the remaining blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The submitted controller event log file captured 59 low flow hazard alarms on (B)(6) 2021 along with intermittent low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The submitted controller event log files captured many low flow hazard alarms along with intermittent low flow events from (B)(6) 2021 through (B)(6) 2021, post low flow software upgrade. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The lvad event and periodic log files were retrieved from the returned device. Temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that CT angiography (cta) obtained to assess low flow alarms. Cta showed a severe stenosis at the bend relief secondary to thrombus formation within the bend relief. The patient was listed for status 3 transplant. The plan was to increase anticoagulation for the patient while awaiting a heart transplant. The patient was asymptomatic. Speed increased to 6100 rpms without an increase in pump flow. Pump flows range 1.9-3.2; power 4.4-4.7, pi (pulsatility index) 2.9-3.8. Log file submitted revealed low flows where the low flow estimator dropped below 2.5 lpm. The pump was seeing a reduction in blood volume; however, there did not appear to be any type of device issues causing the events. On (B)(6) 2021, the patient underwent a heart transplant on (B)(6) 2021 and was reported to be doing well after transplant. No additional information provided.